Event description:
A catheter included in the accessory pack (used for administration of a local anesthetic agent) broke upon removal from the surgical site following a breast augmentation. The catheter was removed by the surgeon four days after the procedure was performed. According to the surgeon, a piece of catheter remained in the patient and a separate procedure was necessary to remove the reminant.